Event description:
It was reported that there was a head exchanged. The patient was revised because of instability and bone loss. There was a stryker stem and competitor cup, stem stayed in.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown head. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.